Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed and replaced the front bezel of the device to address the reported problem and the device is now repaired.

Event description:
The customer reported navigation ring failure. There was no patient or user harm reported.